Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that leading up to seizures the patient has more aggression and anger outbursts. Patient's mother wondered if this is due to seizure activity and what can be done about it. She wants to know if there is something they can do with the vns to prevent the seizures. The provider adjusted the patient's settings to 0 for all outputs and then back to previous settings. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was later reported that the cause of increase in seizures and increased aggression is other, but not specified. The increase in seizures was back to pre-vns baseline levels. Intervention has been taken/planned for the behavior changes. The intervention is not for patient comfort or to preclude serious injury.

Event description:
It was later reported that patient had generator replacement due to low battery. Product return is not expected per explant facility policy.